Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) output was not at two times safety margin. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.